Manufacturer narrative:
(B)(4). Unit was found in the show room with middle beam broken. No reports of any injury. Unit was repaired, and returned to service.

Event description:
Information received indicated that the gear rack was found to be broken on the unit. No patient or caregiver injury was alleged.